Event description:
Additional information was received. It was reported that it was unknown if the meningitis, coma, or hydrocephalus were related to the device and/or therapy. It was further noted that the catheter change was a complete replacement. The doctor sent the tip of the catheter to their own laboratory for analysis. There were no issues or problems noted with the catheter during the replacement surgery. No further complications were reported and/or anticipated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that the patient came last week in a coma. The results of the laboratory showed meningitis, but they did not ¿found any bacterias¿ in the catheter or pump. It was further reported that the patient became hydrocephalus in the last days. So, the doctor decided to make a shunt and to change the catheter yesterday. The new catheter is a 8780 lot #0212679376. They refilled the pump in the operating room and the expected volume was 14.3 ml and the effective volume was 14.3 ml. It was further reported that ¿you become the catheter for analysis without the tip¿, because the doctor send the tip to their own laboratory because of the meningitis. At the moment the patient is fine, more awake than last week. It was noted in review of pump logs that patient was programmed to continuous mode and the daily dose of the hydromorphone was 1157.1 mcg/day. No further complications were reported and/or anticipated.

Manufacturer narrative:
The date MFR rec was reported as 2017-04-04, but the correct date is 2017-04-03.

Manufacturer narrative:
Concomitant medical products: product ID 8780, product type: catheter. (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving hydromorphone 2500 mcg/ml at 1150 mcg/24hr via an implantable pump for an unknown indication for use. It was reported that the patient had meningitis. It was reported that a ¿punction¿ of the side port was done along with the reservoir of the pump looking for the bacteria. It was reported that the actions taken to resolve the issue were antibiotics, ¿cycle stabilization¿, and artificial respiration. It was noted that it was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The issues were not resolved at the time of this report. It was reported that there no surgical intervention occurred and it was unknown if any surgical intervention was planned. No further complications were reported and/or anticipated.

Manufacturer narrative:
Analysis of the catheter found a tear in the seal near the guide ring of the sc connector. (B)(4)no longer applies to this event. (B)(4) no longer applies to this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Eval code-conclusion: no longer applies to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.